Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information oncerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the clinic that they will continue to monitor the device and lead through the competitive home monitoring system. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements ranging from 1700 to 2000 ohms along with intermittent loss of capture. It was noted that r-wave amplitude and shocking lead impedance measurements were within normal limits for the lead. The field representative is attempting to obtain additional information relating to resolution of this issue. No adverse patient effects were reported.